Event description:
The index procedure was performed due to acute coronary syndrome and non st segment myocardial infarction (ntemi). One endeavor rx drug-eluting stent was deployed in the proximal rca. Post procedural residual stenosis was 0% with timi 3 flow. The pt did not receive a peri-procedural loading dose of thienopyridine. Pt began 325mg aspirin dosing on the same day as the index procedure and 75mg clopidogrel dosing the following day. The pt was discharged the day after the index procedure. Approx 7 days after the index procedure, the pt awoke with chest pressure and presented to the emergency department, an ECG showed the st segment elevation myocardial infarction (stemi). Pt's clopidogrel was withdrawn on the event date, aspirin dosing was reported as unchanged. Pt began effient (prasugrel) on the day following the event. The site commented, "the pi is calling it plavix failure which caused a thrombus to form. The plavix was then discontinue." In the investigator's opinion, the chb and ventricular tachycardia were considered severe in intensity, not related to the study medication and not related to the study device. In the investigator's opinion, the chb was possibly related to the study procedure and the ventricular tachycardia was probably related to the study procedure. A right coronary percutaneous thrombectomy of a stent thrombosis was performed and pt had an intracoronary integrilin (eptifibatide) infusion of his rca. A temporary pacemaker was placed for complete heart black (chb) and 360 joule direct cardioversion was performed for ventricular tachycardia. Pt remains hospitalized at the time of the report.

Manufacturer narrative:
(B)(4): results: (mi).